Event description:
Glucowatch was purchased by phone after speaking at length with sales dept. Co never told consumer the product was non-refundable. Consumer very dissatisfied with the product after receiving it. Consumer read the sizeable operator's manual and learned things which were not disclosed to them by phone.